Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's action button had to press harder and in the right place. Customer stated that the insulin pump had unexplained no delivery alarm and battery cap worn down also words on screen were fading away. Customer reported that insulin pump had battery failed alarm and battery power always shows full when its really not. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.